Event description:
It was reported that during a hand assisted sigmoid procedure, the device did not fire and the surgeon did not hear or feel a crunch. Another device was used and the surgeon redid the anastomosis to complete the procedure. An hour was added to the case however the surgeon does not foresee any changes in the post op care of the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? Endocutter. Was the spike of the trocar inserted lateral or through the staple line? Does not use a spike, laterally. What confirmation did the surgeon receive that the anvil was firmly attached? His hand. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired? Did not hear or feel a crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Felt hard to fire. Was there any difficulty removing the device from the tissue? No, just took out of the rectum. What steps were taken to confirm successful anastomosis? Na. Did the operation change significantly as a result of the device issue? Yes, added another hour to the case, as far as post op care- the surgeon does not foresee anything at this time. What is the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? The surgical assistant fired the 1st device, the surgeon fired 2nd device. Was there a recent conversion to ees devices in this account or with this surgeon? No.